Manufacturer narrative:
510 k #: k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During procedure needle bent and fell off. Additional details have been requested but nor provided to date.

Event description:
This is a follow up report. The lab evaluation was completed on 27-aug-2020 however the investigation is still underway. During procedure needle bent and fell off. Additional details have been requested but nor provided to date.

Manufacturer narrative:
510 k # - k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
1 unit of lot c1708808 of echo-hd-22-ebus-o was returned opened in its original packaging. Clarification was requested from the rep to confirm if MDR ref # 3001845648-2020-00519 was a duplication of this complaint. Replies were received as follows from the rep; ¿the complaint here is the same as for the number (B)(4). This is already being examined in limerick. The complaint was reported once by the befarm and once by the customer. The needle tip of the needle that was the subject of the complaint was also sent in. According to dr. (B)(6) was given it in a tube attached to the needle.¿ and ¿I have two other dates here. According to my records, the incident was reported on (B)(6) to the befarm. The first request to me on (B)(6) . The second message that came from the customer's purchase was (B)(6). It was concluded that # 3001845648-2020-00519 and this file were duplicates of the same complaint. # 3001845648-2020-00519 was reported by the user to bfarm and then the same complaint was reported again by the sales rep not realising that this complaint had already been opened from the user report originally received. As a result a cancellation reported will be submitted to bfarm for # 3001845648-2020-00519 by cirl regulatory . After several requests to the rep it was not possible to clarify the date of event and therefore this section is not completed in the complaint info tab. The device involved in the complaint was evaluated in the laboratory on (B)(6) 2020 and a further evaluation on (B)(6) 2020 the needle was found to be broken distally approx. 1.7cm from the needle tip. A distal kink was observed approx.1.5cm from the location of the distal needle break. Stylet removed and examined. No issue observed. Attempted to insert stylet fully but was unable to pass the distal kink. Prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-o of lot number c1708808 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1708808. The notes section of the instructions for use, ifu0051-8 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. As there was no additional information shared a possible root cause is difficult to determine but could be attributed to tortuous position and/or difficult target site causing the needle to kink and in turn may have led to excessive force being applied resulting in the distal needle break. Another possible root cause could be attributed to excessive force which can be applied when trying to get the needle out of the scope during advancement. This could potentially have led to the needle kinking resulting in excessive pressure being applied which in turn may have led to the needle breaking distally. The distal needle kink would have led to the needle advancement/retraction and stylet insertion difficulties observed during the lab evaluation. Summary: complaint is confirmed as the failure was verified in the laboratory. No patient information was shared.

Event description:
The investigation was concluded the (B)(6) 2020, this supplement report is being submitted to include the investigation conclusions within section h.10. Based on the conclusions of the investigation a severity of +1 was assigned 'no impact to patient / end user' the report type is being amended to a malfunction report.